Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference#: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens+ was explanted from the left eye due to the patient's dissatisfaction with the chosen refractive target.